Event description:
It was reported that the patient presented to the hospital for generator changes procedure. During the procedure, it was noted that the pacemaker setscrew was stripped and difficult to remove the setscrew from the header of the pacemaker. The pacemaker was still implanted. The patient was in stable condition throughout the procedure.